Event description:
A site operating room nurse reported that the surgeon was navigating for about an hour during an ent surgery when a red hue came across the screen momentarily and they were "forced to re-register." The nurse could not say whether or not there was a pop-up box that asked them to do this or if the software just went back a step into the register task. They attempted to re-register with tracer and it failed 3 times. At that point navigation was discontinued for the rest of the case. No negative impact on the patient outcome was reported.

Manufacturer narrative:
A medtronic representative visited the site and tested the system. She was unable to replicate the reported behavior. System functioning properly.